Event description:
Datex aespira s/5 anesthesia machine reverse flow and failure to deliver set volume warning. This is a repetitive problem even after qualified service. Machine had to be switched out in the middle of a retina surgery case.